Event description:
It was reported that the programmer would not interrogate an implanted device. It was noted that an error code had displayed and the programmer turned off. The issue was resolved after power cycling the programmer. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).